Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a torn cord with wires exposed near the elbow, vibration, corrosion and a broken locking mechanism. Therefore, the reported condition was confirmed. It was determined that the device vibrated due to broken locking mechanism. It was determined that the corrosion on the air tube and thermistor was from the sterilization process. It was determined that the hose was torn from normal wear rubbing against the metal swivel. The assignable root cause determined to be due to failure to follow maintenance procedures per directions for use, which is user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wires were exposed on the motor device. During in-house engineering evaluation, it was observed that the device had a torn cord with wires exposed near the elbow, vibration, corrosion, and a broken locking mechanism. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.